Manufacturer narrative:
(B)(4). Investigation summary: examination of the affected product was not possible as the product was not returned for analysis. Based on the investigation performed, the root cause could not be determined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the DHR analysis of batch 5288419 shows an initial conformance of this product regarding its specification. For this batch, there was no deviation or non-conformance. This batch was manufactured in march 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported device was used during the rsa surgery on (B)(6) 2018. After the locking screw was inserted, the surgeon noticed that there was no inner-locking screw. The x-ray images were taken during the surgery, and it was confirmed that the reported device was not in the patient. When checked inside the implant bag, the inner-locking screw could not be found. By the surgeon¿s judgement, the screw was placed without locking. It was brand new and the first use when the issue occurred.

Manufacturer narrative:
Investigation summary: examination of the affected product was not possible as the product was not returned for analysis. Based on the investigation performed, the root cause could not be determined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the DHR analysis of batch 5288419 shows an initial conformance of this product regarding its specification. For this batch, there was no deviation or non-conformance. This batch was manufactured in march 2017. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.